Manufacturer narrative:
Patient information is not applicable. There was no impact to patients as a result of this event. A preventive maintenance (pm) was already schedule for the site, the field service engineer (fse) was at the customer site and confirmed what the customer had reported. To resolve the issue the fse replaced the tarpon amp board at the fl3 location. While performing the pm the fse was not able to adjusted grand canyon voltage on the fl5 location so that board was also replaced. After the replacement of both fl3 and fl5 tarpon amp boards the instrument performed according to specifications. Upon further review, this complaint was identified to have an incorrect reporting decision and will be reported late as it was determined this event was in scope of the tarpon amp board recall. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - (B)(4).

Event description:
On (B)(6) 2018, the customer reported intermittent fl3 signal issues on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.